Event description:
On 6/18/91 device was implanted. On 1/14/93 the cylinders and pump were revised. On 1/27/94 the left cylinder was revised. On 12/11/96 the device was removed and another device implanted due to fluid loss. Add'l lot/serial# 1478q 002, 2490t 004.